Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. In 2001, pt's blood glucose was 189 and 116 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further information has been reported.